Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to 'rate sensing lead fracture and insulation break'. The lead was replaced with a new endotak lead.